Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a chest x-ray revealed a right atrial (ra) lead fracture under the subclavian. The ra lead setting level was re programmed and the patient is being monitored. The ra lead remains in use. No patient complications have been reported as a result of this event.